Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a4, b2, b5, b7, d4, d5, e1, e2, e3, g3, h1, h2, h4, h6 and h11. Additional information was received and reported on 0001032347-2026-00028. However, this was confirmed to be a duplicate complaint to 0001032347-2022-00261. The event will now be reported on 0001032347-2022-00261. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced persistent jaw pain, limited mouth opening, and popping following implantation. The right temporomandibular joint implant dislocated postoperatively, requiring jaw immobilization for approximately seven weeks. After the jaw was unwired, the patient underwent anesthesia and the surgeon tried to manipulate the jaw into opening but was unsuccessful. Subsequently, the patient reported continuing difficulty eating and during dental visits the left side was described as functioning well. The patient was advised that another surgery to remove scar tissue behind the right implant might alleviate the issue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: h1, h2, h3, h6, h10 and h11. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral mandibular condylar plates for tmj replacement. No acute appearing hardware complication is identified. Root cause remains unchanged and still cannot be determined.

Event description:
It is reported that after a total temporomandibular joint procedure, that the patient is experiencing pain, pressure in right ear canal, implant popping, and limited range of motion for the right side.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 24-6562, lot# 019060 tmj system right fossa component, small, item# unknown, lot# unknown, unknown screw. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00260. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.